Event description:
It was reported through a lawsuit that following bilateral jaw osteotomies with implantation of four orthognathic plates, the patient allegedly sustained a lip burn and permanent cheek scarring. Revision surgery was subsequently performed to remove reportedly misaligned plates and repair the mandible.